Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: manufacturing location: supplier ¿ mark two engineering / inspected and packaged by: monument release to warehouse date: 22-jul-2020 expiration date: 01-jul-2030 part number: 03.404.016s, 10mm reamer head for ria 2-sterile lot number: 62p2871 (sterile) lot quantity: (B)(4) production order traveler met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn (B)(4) supplied by sterigenics was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404.m016 lot number: 6982001 lot quantity: (B)(4) inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of compliance was reviewed and determined to be conforming. Certification for heat treat was reviewed and determined to be conforming. Raw material certification was reviewed and determined to be conforming. Raw material certificate of tests was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Visual inspection: the complaint device 10.00mm ria 2 reamer head was returned to customer quality (cq) west chester for investigation. The reamer rod had all its tang broken and tangs were returned not returned. This was also confirmed on the analysis of x-rays and photographs provided for investigation. No other issues were identified. Device failure/defect identified? Yes dimensional inspection: no, dimensional inspection can be performed due to post-manufacturing damage. Document/specification review: based on the date of manufacture, the current and manufactured revisions of the drawing were reviewed: 14.0mm reamer head ria (current and manufactured revisions) complaint confirmed? Yes, the complaint can be confirmed based on the available information. Conclusion: the 10.0mm ria 2 reamer head had its distal tangs broken during surgery. There is no indication that a design or manufacturing issues or discrepancies were observed. No manufacturing issues were noted during investigation. Due to the trend with the broken ria 2 reamer heads identified during post market surveillance, the CAPA was raised to determine the root cause of broken head breakages. The cause of this issue was identified as deviation from the recommended surgical approach of 10 degrees. Additionally, the product issue escalation was initiated to define any further action related to the breakage. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: hrx. Reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Investigation summary: photo investigation: the complaint device was not returned for investigation. The investigation was completed based on the images provided. The ria 2 reamer heads tans on the distal ends were found embedded in the patient body in the x-rays. This is attributed to the deviation from the recommended surgical approach in the CAPA which was raised to address this issue. Manufacturing record evaluation revealed no non-conformance's that could have contributed to this defect. The device was not returned, hence an as-received condition, dimensional inspection could not be performed. Conclusion: the complaint against the ria 2 reamer head was confirmed based on the available information. CAPA was raised to address the breakage of distal tangs of the reamer head. Field action, pie & pia also capture the same issue. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 03.404.016s, lot: 62p2871. Manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 14 july 2020, expiration date: 01 july 2030. A manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during fixation surgery of the tibia, the reamer irrigator aspirator device was used. During use of the ria, the connector wings broke on the device and remained in the patient's femur medullary canal. An attempt was made to remove the connector wings by flushing and pumping the canal which was unsuccessful and therefore the detached parts remained inside the patient's femoral canal. The operation continued as planned and ended to the surgeon's satisfaction. According to the surgeon, no additional surgical procedures are expected related to the presence of the parts in the patient's body. This report is for one (1) 10.0mm reamer head for ria 2 sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.